Event description:
On 2026-mar-30, information was received from a patient's (pt) representative regarding an external device. The reason for call was starting in the last couple of months going back to 2025 the caller had a really terrible problem trying to get the pts implantable neurostimulator (ins) recharged. Caller had reset the controller a couple times but they still had problems repositioning the antenna. Pt was also getting a message saying to call medtronic and it kept saying the neurostimulator battery needed to be recharged. They have met with manufacturer representative (rep) and will meet again tomorrow at the office. During call caller attempted to recharge the ins and they were getting intermittent recharging going from good, excellent, recharging, then it would say poor recharge quality. Caller confirmed no damaged to recharger telemetry module (rtm) or controller charging port. Agent noticed pt was still using old rtm. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. On 2026-apr-03, additional information was received from the patient. Patient representative (pt rep) called back stating that they had been having difficulty for some months now with charging the ins. Caller said that getting the recharger to recognize the ins had been very difficult. Caller was calling today to request a rep to meet them at hcp's office to further address the issue. Agent reviewed rep role and redirected to healthcare provider (hcp). Caller said that hcp told them to call manufacturer to coordinate an appt with a rep. Caller said that pt had an appointment this past monday and hcp's office was supposedly trying to coordinate having a rep present, but that didn't happen. Agent advised the caller that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.